Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Primary thr op with dr (B)(6) - (B)(6) 2012. Change of liner and cup - (B)(6) 2016. Indication & pre op comments clearly state - disassociation of acetabular liner. Complaint form comments: attended a&e on (B)(6) 2016 with increased pain, creaking noise and unable to weight bear. X-rays carried. Had exchange of liner on (B)(6) 2016. Update 7-feb-2017: medical records received. After review of the medical records for MDR reportability, the revision operative note confirmed disassociation. Pain was also noted. There was no mention of creaking noise within the medical records. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
Disassociation of acetabular liner. Examination of the reported devices was not possible as they were not returned. X-ray review confirms the reported disassociation. Medical records were reviewed. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address disassociation of acetabular liner and pain.